Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and drainage pain. The cause of the events, hospitalization, treatment, and action taken with pd therapy were not reported. At the time of this report, the patient had not yet recovered from the events. The reporter declined to provide additional information.